Manufacturer narrative:
A specific root cause could not be identified. While contamination of the incubation bath can occur, it is unlikely that would lead to the observed discrepancy and then only on a triglyceride result. The most probable cause of this event is an issue with pre-analytical sample handling.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received a questionable triglyceride (trig) result on their c501 analyzer. The patient's initial trig result was 808 mg/dl accompanied by a data flag. The sample was automatically repeated and the result was 3119 mg/dl. The repeat result of 3119 mg/dl was reported outside the laboratory. The same patient sample was then tested on another c501 analyzer, serial number (B)(4), and the result was 416 mg/dl accompanied by a data flag. This result was considered correct and issued as a corrected report. The patient was not treated based on the result of 3119 mg/dl. There were no adverse events. The trig reagent lot number was 66115201 and the expiration date was 05/31/2013. The field service representative found that the incubation bath was contaminated. He decontaminated the incubation bath. Quality control and a precision test were performed.